Event description:
It was reported that the pt felt stimulation in the wrong location. The device was meant to cover the lower back. The device was shocking the pt, so he turned the programs down. When he gradually increased the device, the pattern of stimulation had changed and was not as effective. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).